Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the electrogram (egm) showed the rv lead shock impedance measurements to be greater than 125 ohms. Ts discussed findings with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.